Manufacturer narrative:
(B)(4).

Event description:
A health care provider (hcp) reported via a manufacturing representative that there was a problem of impedance during an implantable neurostimulator (ins) replacement. The previous ins had reached end of life and was being replaced. When the new ins was connected to the first channel of the lead, impedance was measured to be greater than 10 ,000 ohms. The lead was moved to the second ins channel and impedances were measured to be good. The issue was resolved at the time of this report. The patient was alive with no injury at the time of this report.